Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D6: d6a. If implanted, unknown. D6b. If explanted, unknown. E1: reporter name unknown / not provided. G4: premarket identification k011245/k002188. H4: device manufacturer date unknown / not provided.

Event description:
The mount was stuck in the implant #36, making it impossible to unscrew. Procedure completed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b3. Date of event b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) spwb10, (impl tapered sp 4.8mm 10m m octagon) for evaluation. Visual evaluation of the as returned device identified the implant with minor signs of use. The mount was returned disengaged from the implant. The mount and the implant engaged and disengaged as intended, during a functional test. DHR review was completed for the subject lot number 2022040864. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022040864 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, and functional testing a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.